Event description:
Resistance noted by nursing staff during catheter removal. Patient complaining of pain during process with minimal bleeding from urethra. Staff noted catheter to have cuff in area of balloon deflation. We have experienced a total of 7 similar events to date. Two of the catheters are being returned to bard this week for evaluation. Dates of use: (B)(6) 2017. Diagnosis or reason for use: urinary retention.